Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause of the discordant ecrea results is unknown. A siemens healthcare customer service engineer was dispatched to the site.

Manufacturer narrative:
The initial MDR 1226181-2014-00181 was filed on april 3, 2014. Additional information (05/11/2015): siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) was sent to customers within the us in may 2015 and an urgent field safety notice (ufsn) was sent to customers outside the united states in may 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.

Event description:
Discordant creatinine (ecrea) results were obtained on patient samples. The patient results were reported to the physicians. After results were questioned, the laboratory repeated nineteen patient samples and corrected reports were issued. It is unknown if patient treatment was altered or prescribed on the basis the discordant ecrea results. There was no report of adverse health consequences as a result of the discordant ecrea results.